Manufacturer narrative:
Per t:slim x2 user guide, "keep the transmitter and the pump within 20 feet of each other without obstruction." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer was not wearing the transmitter within range of the pump. Tandem technical support instructed the customer to move the transmitter and pump within range of each other. Ultimately, the transmitter resumed connection with the pump. No additional patient or event information was available.